Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection was unremarkable and internal visual inspection revealed no irregularities. Device function was noted to be normal; however, analysis of the device memory confirmed a malfunction had occurred. The condition could not be duplicated during detailed analysis and the exact cause of issue could not be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient presented to the emergency room with no capture and a heart rate of 20bpm. Initial interrogation was unsuccessful and external temporary pacing was administered. A boston scientific representative was also unable to successfully interrogate this device despite the use of two programmers and troubleshooting with a boston scientific technical services consultant. The device was explanted and replaced emergently. During the procedure, the associated leads were tested and all results were within normal limits. No additional adverse patient effects were reported.